Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Motor cartridge is running fast, internal damage, motor cable and contra angle tested on our test cable, both good. All other operations are working fine (no foot pedal or charger were sent in with unit). Cartridge needs replaced.

Event description:
It was reported that an e3 motor was rotating too fast; no injury resulted.